Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, tortuosity and calcification was observed in the abdominal aorta to the thoracic aorta. When the delivery catheter system (dcs) passed through the aortic arch with difficulty, a dissection from the thoracic arch to the descending aorta occurred. The valve was implanted and the thoracic aorta ruptured. Despite additional treatment by means of cardiopulmonary bypass support and the placement of three aortic stent grafts, hemostasis could not be achieved. Following the implant procedure, the patient died on the same day from the hemorrhage associated with rupture. No autopsy was to be performed.